Manufacturer narrative:
(B)(4). Batch # 440a56. (B)(4). Additional information: after the re-anastomosis, a colostomy was performed which was not scheduled. The surgeon commented about the unformed staples that he was sure he tightened the suture firmly, so it is unknown why the donuts from the oral side was not created and he would like to know the possible causes. No leakage occurred as of may 30th. The patient¿s condition is stable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Confirmation on how many turns used to open it? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Is the colostomy temporary or permanent? What is the current status of the patient? *please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. What was the shape of staples for each firing? What is meant by 80% fired? Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh25a device arrived with no apparent damage. Only the anvil half washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: to remove the spacer tab, open the instrument by turning the adjusting knob counterclockwise two revolutions. Place purse-string sutures in the organs to be anastomosed. Based on surgeon experience and judgment, a closed lumen technique (double or triple stapling technique) may be employed as an alternative to a purse-string technique. For a double stapling technique, open the instrument using the adjusting knob until the orange tying area is visible. Remove the anvil to expose the trocar. Retract the trocar by rotating the adjusting knob clockwise until a stop is reached. Check trocar to verify that it is fully retracted before proceeding. Insert the anvil into the lumen and secure the purse-string onto the anvil shaft above the tying notch. Insert the device up to the closed lumen with the anvil removed and the trocar fully retracted. Fully extend the trocar and pierce tissue by gently rotating the instrument while holding the adjusting knob. Push the tissue down until the orange tying area is visible. While closing the instrument, keep the organ segments in proper orientation. Inspect to ensure extraneous tissue is excluded. Tissue should lay flat and be evenly distributed within the instrument. Turn the adjusting knob clockwise to close the instrument. As the final adjusting revolution is approached, the orange indicator moves into the green range of the tissue compression scale. If excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic low anterior resection, the adjusting knob was rotated about 80% and the safety was attempted to pull but it was very stiff to do. The device was fired, but the staples were not formed well. The device was rotated for one revolution to remove from the patient. The donuts from the oral side could not be confirmed, and the intestinal fluids were leaking. Another cdh25a was used to re-anastomose. When the sales rep checked specimen, the staples were unformed, and a part of the intestinal tract was not cut. Leakage has not been observed in the post operation as of today. One device will be returning. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 09/07/2022. Additional information was requested, and the following was received: regarding ""another cdh25a was used to re-anastomose. When the sales rep checked specimen, the staples were unformed and a part of the intestinal tract was not cut"", could you please clarify if there was issue related to cdh25a? There was no issue related to cdh25a. The device was replaced with cdh25a to complete the case. H11: corrected data = h1. Upon review of the information provided in h10, it was concluded that this event does not meet the defined criteria for a reportable event and is being considered not reportable.

Manufacturer narrative:
(B)(4).date sent: 08/01/2022 h11: corrected data = h6 (a0505 was reported in error and was removed).